Event description:
The patient's family member called to report that the pt is unable to test the pt's blood glucose on the pt's one touch basic meter due to the display freezing. Only a partial result is displaying. It was reported the pt was experiencing strong pains in the pt's chest and that the pt felt shaky. The pt was taken to ER where tests were run and at some point a blood glucose result of 320 mg/dl was obtained (unknown if meter or hospital). The pt was hospitalized with an unknown diagnosis (treatment unknown). Released the next day.